Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Hook wire broke off in patient. The patient had dcis. She had a biopsy previously and there was a vmark in situ. She came for a pre-operative hookwire placement for dr. He took out the whole hookwire at surgery so there was no extra surgical intervention. Dr. Could not get the stiffener over properly but managed to remove it all.